Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: "lo" mg/dl and a result in the "200's mg/dl". The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.